Manufacturer narrative:
A review of the DHR was performed and epiq-ncmr00043966 was identified. Per engineering review, there was no adverse impact to product or evidence of relation to the event reported. The data from the temperature sensitivity test (associated cs-000406 batch 6517607 and batch 6524108) was reanalyzed and no physical rework to the product occurred. All units are conforming to the cs-000406 specification. A lot review was performed via complaint handling system (epiq) using a search of batch 6579865. Conclusively, there are no additional complaints related to the associated batch, and the reported issue. The reported issue was investigated but cannot be conclusively confirmed at this time as the root cause is unknown. There is no CAPA associated with this event. The current issue is being monitored and trended for appropriate actions; therefore, no additional actions are required at this time.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
On (B)(6) 2021 a right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 13.1mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.